Event description:
Analysis of the device revealed that the guidewire nitinol was separated from its distal end. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual analysis found that the guidewire nitinol was separated at 11.5cm from its distal end. The core wire was still intact and attached but kinked. The nitinol appeared to have kinked before separation. The guidewire was bent and kinked on several places along its length. The guidewire was shaped on its distal section. No anomalies were observed with the guidewire coating. The guidewire was found conforming to its dimensional specifications. Scanning electron microscopy (sem) of the distal and proximal separation sites revealed that the surface of the separated sections was not flat and there was a "v" shaped break point found on the surface of both separations, indicative of a bending force applied to the device. The surface of the separated sections also appeared dull representing a ductile mode of failure. Information available indicated that the guidewire was prepared but not used; therefore, the root cause for the damages found could not be determined.

Event description:
Analysis of the device revealed that the guidewire nitinol was separated from its distal end. There was no patient involvement.